Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead would not advance past a certain point in the implantable neurostimulator (ins) port during implantation the day prior to the report.